Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as there was no indication or allegation of device malfunction. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case may have been to patient related factors and the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. However, the definitive cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards implant patient registry received information a 21mm aortic valve was explanted after an implant duration of three years, nine months, due to severe symptomatic prosthetic aortic stenosis. The patient also underwent root enlargement and ascending aorta replacement during the procedure. The explanted device was replaced with a 27mm aortic valve. Implantation data card indicated the explant was not due to a deficiency of the original valve. Post-operative tee revealed improved left ventricular function and no central or paravalvular aortic insufficiency with a mean gradient across the aortic valve of 6 mmhg. The patient tolerated the procedure and was transferred to the cardiovascular intensive care unit in stable condition. Patient experienced post operative atrial fibrillation and was cardioverted. On post operative day three patient was started on amiodarone and converted to nsr. Patient was discharged on post operative day six.